Manufacturer narrative:
The delivery system of the implanted stent graft involved in this event has been returned for evaluation. Patient medical records and imaging studies have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with an alto stent graft system for treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2026. The procedure was performed under general anesthesia. It was reported that the alto main body was deployed at the intended location, the polymer was mixed per instructions for use, the auto injector (ai) was connected immediately after the polymer mix and the syringe was attached to the delivery system. The polymer was injected; there was no blushing or brightness from the contrast observed. It was reported that at approximately 7¿8 minutes after attachment the anesthesiologist mentioned a drop in the patient¿s blood pressure down to about 40. There was no visual apparent polymer leak, however after the anesthesiologist reported a drop in the patient¿s blood pressure it was noted that the polymer syringe bottomed out at about 7-8 minutes. The patient was administered, steroids, epinephrine and benadryl. The stiff guidewire was not pulled back during polymer fill because there was minimal angulation, (not following IFU) tension on the aortic body was relieved, and the third release wire (third nested knob) remained connected to the delivery system handle throughout the polymer fill. There was no manipulation of the delivery system during polymer filling, including retraction, forward pressure, or twisting of the aortic body, and the delivery system was not adjusted for device orientation. At the time the polymer leak was discovered, the contralateral limb was being placed; the contralateral gate had been cannulated in approximately 3¿4 minutes without difficulty or resistance. The patient¿s iliac limb orientation was crossed, and there was no excessive tortuosity noted. Ballooning was performed only at the sealing rings at 14 minutes post-polymer injection, and no palmaz stent was required. The aneurysm was successfully excluded, and the evar outcome appeared excellent. The patient is doing well.